Manufacturer narrative:
Unknown taper. Device evaluation summary: the device was returned to apollo for analysis, and visual examination was unable to confirm the connector type. Blue discoloration was observed on the inner and outer surface of the lap-band. Brown spots were observed on the lap-band belt. An air leak test was performed and leakage was observed from the shell belt junction. Microscopic analysis noted the lap-band shell to be separated from the belt at the shell junction, which is consistent with a workmanship issue. Analysis noted striated openings in the band tubing and end plug consistent with surgical removal of the device.

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses possible outcomes of band leakage/tear as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have a "had band replaced due to rupture/tear of silicone (omniform)."